Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code of low shocking impedance. The patient recieved multipule shocks and the fault code occurred with each one. Upon interrogation ' a shorted condition on the shocking leads has been detected' was displayed. The shocking lead is a competitor's product. The lead was capped, and replaced. The device was explanted.